Manufacturer narrative:
The report from the field indicated the following: during a stenting procedure of a subclavian vessel, the stent dislodged from the stent delivery system (sds) and was left on the wire. The stent was able to be retrieved. There was no pt injury. No add'l info was available despite multiple attempts. Clinical impression: during an interventional procedure to this pt's subclavian vessel, the palmaz genesis stent dislodged. Vessel characteristics are undisclosed. The stent was retrieved, and no pt injury was reported. There is not enough info regarding the handling of this product to draw a clinical conclusion of its malfunction. Catalogue and lot history review: review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Conclusion: no product returned. Route sheet review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. No other complaints were reported for this lot number to date. The exact cause for the reported difficulty could not be determined without product return. Please note that this is the initial/final report for this product.

Event description:
Stent dislodgement.